Event description:
Family member stated that patient didn't wake up in the morning. Family member used the suspect device to check patient's blood glucose and a result of 81mg/dl was obtained. Emergency medical technician's were called and they checked patient's glucose level at 41 or 44mg/dl. Patient was taken to the hospital for observation and given an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.